Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 6c37 that has a similar product distributed in the us, list number 1l79.

Event description:
The customer indicated that a suspected (B)(6) architect (B)(6) result was generated. Results of 1.07 and 1.10 s/co were generated. Testing performed on another architect analyzer generated negative results of 0.92 and 0.83 s/co. The sample was sent to a reference lab which generated positive results on both the architect i2000sr and the i1000sr. (B)(6) antigen testing showed a slight decrease in test results. Nonspecific binding absorption testing was performed and no significant decrease in the test values was observed. It is unknown based on the information provided whether the true result is (B)(6). There was no report of impact to patient management.

Manufacturer narrative:
A retained reagent kit of architect (B)(6) reagent lot number 54083li00 was calibrated and the calibrations met instrument specifications. All control values met control specifications and were in the typical range. Two sensitivity panels (core only panel (panel a) and ns3 only panel (panel b)) were tested. Panels are internal measurement standards used to test product performance prior to lot release. The sensitivity panel values met specifications and the results were in the typical range and no false non-reactive results were obtained. In addition, the clinical sensitivity was evaluated by testing two commercially available seroconversion panels (zeptometrix (B)(6) seroconversion panels (B)(6) 9041 and (B)(6) 9045). The seroconversion panel results were compared to architect (B)(6) test results provided by zeptometrix. Reagent lot 54083li00 detected the same bleeds as reactive with comparable s/co values for the seroconversion panels. Based on this data it was shown that the sensitivity performance is not adversely affected. Customer complaint data was reviewed and no adverse or non-statistical trends were identified. A review for non-conformances and deviations associated with reagent lot 54083li00 was performed. This review did not identify any non-conformances or deviations. The architect (B)(6) reagent package insert was reviewed and it was found to adequately address the issue. The investigation did not identify a malfunction / deficiency.